Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and radiculopathy. It was reported on (B)(6) 2018 examination revealed the patient's incision dehisced 2 mm. There was no active drainage and the incision was steri-stripped and antibiotics (keflex) was renewed for another 10 days. On (B)(6) 2018 there was a note that the right buttock incision continued to heal. On (B)(6) 2018 examination revealed the lateral area was open about 9 mm and medical opening was 7mm, both the granulation tissue and no drainage or erythema. On (B)(6) 2018 there was no notation on incision/examination revealed no results. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was incision dehisced. The patient's weight was 243 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. The event date (B)(6) 2018. No further complications were reported/anticipated.